Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Third party review of the x-rays noted that there is no radiographic confirmation of iliopsoas abnormality. There is slight less distance on the right compared to the left. However, this could be related to multiple causes and measurement on the pre-op scan may be beneficial, as the distance difference could be congenital. Also what is seen on the pre-op images is that the right femur is slightly superiorly positioned with respect to the pelvis when compared to the left, which could be congenital or be related to other problems (muscular, scoliosis, etc), none of which are confirmed on the provided images. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705601, continuum tm cups, 62982505, 00771101240, m / l femoral stem 12/14 neck taper, 62917998, 00877503201, biolox delta ceramic femoral head, 2785834. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07600, 0001822565 - 2017 - 07602. Remains implanted.

Event description:
It was reported that a patient is experiencing leg cramps from the trochanter to the knee approximately 1 year post-implantation. Initial operative report indicated patient's iliopsoas muscle was tight upon completion of procedure. Attempts have been made and additional information on the reported event is unavailable.